Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.